Manufacturer narrative:
The date of this report was inadvertently left blank in the initial report. The date of report has been updated to (B)(6) 2015. (B)(6). During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the surgeon used a hand screw driver device without a torque limiter attached to complete the surgery successfully. There was patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft became unattached from torque unit. It was noted that the device was received with the components apart. It was further determined that the drive shaft and torque unit came loose due to a loctite failure, allowing components to come apart (one ball was missing). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from use and sterilization. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to synthes for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the wrist, while placing the screw, the torque limiting attachment broke into three parts. One of the broken parts, a spring, fell into the surgical field but was removed and was not retained in the patient. The surgery was successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).